Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "failed attempt - essure coils did not fire, ostea not visualized" and device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included overweight, allergic dermatitis, bartholin's cyst removal and retroverted uterus. Current weight 146 lbs. Concurrent conditions included stress incontinence, diarrhea and adenomyosis. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain/weight loss-weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced rosacea ("rashes or skin conditions ¿ rosacea"), migraine ("migraines / headaches"), headache ("migraines / headaches") and gastric polyps ("gastrointestinal or digestive system condition ¿ gastric polyps"). In 2016, the patient experienced hot flush ("hormonal changes ¿ hot flashes"). In 2017, the patient experienced endometriosis ("reproductive system disorder or condition- type of diorder or condition: endometriosis"). In 2018, the patient experienced adenomyosis ("other injury(ies) or complication(s) - adenomyosis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vision blurred ("vision/eye problems ¿ blurry"), feeling abnormal ("other injury(ies) or complication(s) - brain fog"), vitamin d deficiency ("vitamin d deficiency") and alopecia ("hair loss"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, tubal ligation) and removal of polyp. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, fatigue, weight increased and alopecia had resolved and the dysmenorrhoea, vaginal haemorrhage, hot flush, female sexual dysfunction, rosacea, migraine, headache, vision blurred, gastric polyps, adenomyosis, feeling abnormal, vitamin d deficiency, endometriosis and nausea outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastric polyps, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rosacea, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and in current pfs (B)(6) 2009 attempted to place left essure. Device misfired. No coils seen. Received treatment for pain, bleeding : yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6) 2018: diagnosis: uterus and bilateral fallopian tubes; hysterectomy and salpingectomy: - cervix: acute and chronic cervicitis - endometrium: inactive with features of previous ablation - myometrium: leiomyoma - uterine serosal surfaces: without abnormality - fallopian tubes: previously ligated, essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia , adenomyosis, abdominal pain, fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- event weight fluctuation updated to weight gain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test" and device deployment issue "failed attempt - essure coils did not fire, ostea not visualized". The patient's medical history included overweight, allergic dermatitis, bartholin's cyst removal and retroverted uterus. Current weight 146 lbs. Concurrent conditions included stress incontinence, diarrhea and adenomyosis. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced gastric polyps ("gastrointestinal or digestive system condition ¿ gastric polyps"). In 2017, the patient experienced endometriosis ("reproductive system disorder or condition- type of disorder or condition: endometriosis"). In 2018, the patient experienced adenomyosis ("other injury(ies) or complication(s) - adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes ¿ hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rosacea ("rashes or skin conditions ¿ rosacea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems ¿ blurry"), fatigue ("fatigue"), feeling abnormal ("other injury(ies) or complication(s) - brain fog"), vitamin d deficiency ("vitamin d deficiency"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the menorrhagia, vaginal haemorrhage, hot flush, female sexual dysfunction, rosacea, migraine, headache, dyspareunia, vision blurred, fatigue, weight increased, gastric polyps, adenomyosis, feeling abnormal, vitamin d deficiency, endometriosis, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastric polyps, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rosacea, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and in current pfs (B)(6) 2009. Attempted to place left essure. Device misfired. No coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6) 2018: diagnosis: uterus and bilateral fallopian tubes; hysterectomy and salpingectomy: cervix: acute and chronic cervicitis; endometrium: inactive with features of previous ablation; myometrium: leiomyoma; uterine serosal surfaces: without abnormality; fallopian tubes: previously ligated, essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia , adenomyosis, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "failed attempt - essure coils did not fire, ostea not visualized" and device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included overweight, allergic dermatitis, bartholin's cyst removal and retroverted uterus. Current weight 146 lbs. Concurrent conditions included stress incontinence, diarrhea and adenomyosis. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced gastric polyps ("gastrointestinal or digestive system condition ¿ gastric polyps"). In 2017, the patient experienced endometriosis ("reproductive system disorder or condition- type of disorder or condition: endometriosis"). In 2018, the patient experienced adenomyosis ("other injury(ies) or complication(s) - adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes ¿ hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rosacea ("rashes or skin conditions ¿ rosacea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vision blurred ("vision/eye problems ¿ blurry"), fatigue ("fatigue"), weight fluctuation ("weight gain/weight loss"), feeling abnormal ("other injury(ies) or complication(s) - brain fog"), vitamin d deficiency ("vitamin d deficiency"), nausea ("nausea") and alopecia ("hair loss"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, fatigue, weight fluctuation and alopecia had resolved and the dysmenorrhoea, vaginal haemorrhage, hot flush, female sexual dysfunction, rosacea, migraine, headache, vision blurred, gastric polyps, adenomyosis, feeling abnormal, vitamin d deficiency, endometriosis and nausea outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastric polyps, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rosacea, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2010 and in current pfs (B)(6)2009 attempted to place left essure. Device misfired. No coils seen. Received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6)2018: diagnosis: uterus and bilateral fallopian tubes; hysterectomy and salpingectomy: cervix: acute and chronic cervicitis. Endometrium: inactive with features of previous ablation. Myometrium: leiomyoma. Uterine serosal surfaces: without abnormality. Fallopian tubes: previously ligated, essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia , adenomyosis, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event : hair loss added. Event weight gain were updated to weight gain/weight loss. Outcome of the event menorrhagia (heavy menstrual bleeding), fatigue were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test" and device deployment issue "failed attempt - essure coils did not fire, ostea not visualized". The patient's medical history included overweight, allergic dermatitis, bartholin's cyst and retroverted uterus. Current weight (B)(6). Concurrent conditions included stress incontinence, diarrhea and adenomyosis. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced gastric polyps ("gastrointestinal or digestive system condition ¿ gastric polyps"). In 2017, the patient experienced endometriosis ("reproductive system disorder or condition- type of disorder or condition: endometriosis"). In 2018, the patient experienced adenomyosis ("other injury(ies) or complication(s) - adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes ¿ hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rosacea ("rashes or skin conditions ¿ rosacea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems ¿ blurry"), fatigue ("fatigue"), feeling abnormal ("other injury(ies) or complication(s) - brain fog"), vitamin d deficiency ("vitamin d deficiency"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the menorrhagia, vaginal haemorrhage, hot flush, female sexual dysfunction, rosacea, migraine, headache, dyspareunia, vision blurred, fatigue, weight increased, gastric polyps, adenomyosis, feeling abnormal, vitamin d deficiency, endometriosis, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastric polyps, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rosacea, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and in current pfs (B)(6) 2009. Attempted to place left essure. Device misfired. No coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2018: diagnosis: uterus and bilateral fallopian tubes; hysterectomy and salpingectomy: cervix: acute and chronic cervicitis, endometrium: inactive with features of previous ablation, myometrium: leiomyoma, uterine serosal surfaces: without abnormality, fallopian tubes: previously ligated, essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia , adenomyosis, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received: case become incident. Event injury nos was replaced with new events. Events added - hot flashes, vaginal bleeding, menorrhagia, apareunia, rosacea, migraines, headache, nausea, dysmenorrhea, dyspareunia, pain, blurry vision, fatigue, weight gain, gastric polyps, brain fog, adenomyosis, vitamin d deficiency, abdominal pain, back pain, device deployment issue & dysmenorrhea. Device monitoring procedure not performed. Lot number and event onset added. New reporter and consumer address were added. Patients dob, demographics and race were added. Outcome of events pelvic pain, back and abdominal pain were updated to recovered/resolved. Lab data, medical history and concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.